Manufacturer narrative:
The account does not want to return the handpiece to the manufacturer until after there has been a conversation with their insurance company.

Event description:
It was reported by the surgeon that during a 3rd molar removal, the bur guard burned the chin and lower lip of the patient, the burn was classified as a 2nd degree burn. A cooling ointment was applied at the time. The patient was seen 1 week post op and the burn was healing. At this time it is unknown if the burn will leave a scar.